Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called to report a delivery issue and due to not receiving the product, a medical event occurred. It was initially reported on (B)(6) 2021, that the adc glucose meter received an errc-14 message and the meter turns on intermittently with the test strip inserted and with sample applied. A replacement device was ordered however, the replacement product was not received. On (B)(6) 2022, adc was contacted and it was reported that due to a delivery issue involving the replacement product, the customer was unable to monitor their blood glucose. Consequently, the customer became hypoglycemic and experienced a symptom of numbness. The customer was unable to self-treat and received glucose injection, (B)(6), and food provided by family members. No further information was provided. There was no report of death or permanent injury associated with this event.